Event description:
It was reported that the user experienced soreness and irritation at the infusion site and believed the blue needle guard remained on the cannula after insertion, indicating the infusion set was deployed incorrectly or the connector was not attached correctly. Symptoms included localized pain and irritation at the insertion site. Outcomes included successful symptom relief after replacing the infusion site and resuming insulin delivery, with no alerts or alarms and no medical intervention or hospitalization. Investigation included customer education and guided troubleshooting to replace the infusion set and confirm insulin delivery. Investigation of this case revealed that the blue needle guard was still attached to the cannula upon removal, consistent with incorrect infusion set deployment with a teflon cannula. It was concluded, based on previously established findings for similar reports, that the cause was user technique.